Manufacturer narrative:
Sections with additional information as of 06-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 128, 293, 162 and 186 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 161 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/23/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 128 mg/dl, date: (B)(6), time: 08:03 am, fasting. Result 2: 293 mg/dl, date: (B)(6), time: 08:02 am, fasting. Result 3: 162 mg/dl, date: (B)(6), time: 07:59 am, fasting. Result 4: 186 mg/dl, date: (B)(6), time: 07:58 am, fasting. Result 5: 148 mg/dl, date: (B)(6), time: 07:48 am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.